Event description:
Per bmet technician "during recent maintenance of an alaris 8100 pump module, a faulty replacement part was found. I was replacing a door latch assembly due to a broken sear. The new part was installed, and following infusion rate testing, the door latch was opened. I observed that the line was free-flowing. It was determined that the clip on the tubing was not pulled out by the door latch sear as designed, which resulted in a free flow condition. Upon examination of the newly installed door latch and sear, I determined that the sear spring is faulty and did not provide the proper amount of tension required to engage the clip on the tubing. Due to the fact that if this issue had not been found during testing, it could have potentially resulted in patient harm in a clinical setting, there is concern that this is a manufacturing issue that may affect more than this one particular door latch. Our biomedical technicians have been alerted to this issue and will be diligent in checking all replacement door latches going forward." ====================== manufacturer response for alaris lvp pump module, alaris 8100 lvp door latch assembly (per site reporter) ====================== reply to initial product complaint: "hi [name redacted], thank you for reaching out and I am sorry to hear this occurred. @ product complaints please escalate and provide next steps at your earliest opportunity. We will ensure this gets prioritized and will be in touch shortly."